Event description:
During a pulmonary vein isolation procedure using a therapy cool flex ablation catheter, a pericardial effusion occurred. Transseptal puncture was performed by the physician with no issues. The physician isolated the left and right pulmonary veins and while performing posterior roof ablation lesions near the right pulmonary veins, the pt became hypotensive. An echocardiogram confirmed a pericardial effusion. The physician performed a pericardiocentesis and placed a pericardial drain, which stabilized the pt. The pt was discharged from the hospital with no further issues. There were no alleged performance issues with an sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.